Event description:
It was reported that the clinicians reported under infusion azithromycin but stated it is difficult to get the ¿spike all the way up in those containers¿ and that azithromycin has a ¿long neck¿. They have had to adjust the spike further up to optimize flow. No further information was provided. Information on patient impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : device was not returned to manufacturing facility.